Event description:
It was reported that the pacemaker exhibited oversensing due to noise that resulted in pacing inhibition. The device was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of sensing noise was not confirmed. The device was received with normal output and normal telemetry communication. Electrical and mechanical tests performed including lead impedance, crosstalk, sensitivity threshold, and outputs verification did not identify any functional issues. Visual inspection was performed to assess the header and its connectors, which determined to be normal. Longevity assessment found the device was operating at normal voltage range, with appropriate remaining longevity.